Event description:
It was reported that during the extraction of the lag screw, the staff did not follow surgical procedure and used the incorrect rod, subsequently jammed it in the lag screw. The connecting rod was cut in order to salvage lag screw wrench handle. Rep was contacted and stated that he was not even sure if the lag screw was removed.